Manufacturer narrative:
No cause for revision was provided for the returned components. A visual inspection of the components was performed and nothing extraordinary was observed. A good coverage of bone was observed on the acetabular shell which suggests a reasonable degree of fixation. There were no details of orientation of the parts within the patient, or of any naturally unusual anatomy or condition; although it is noted that a 10 deg. Liner was used. Although no details of position or radiographs were supplied, it is stated in the IFU at the time that; ¿improper selection, placement, positioning, alignment and fixation of the implant may result in unusual stress conditions and a subsequent reduction in the service life of the implant. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. The surgeon is to be thoroughly familiar with the implants, instruments and surgical procedure prior to performing surgery.¿ all of these factors will have an effect on the performance of the components; however with the limited information provided, most of these factors cannot be determined. The reason for failure of the returned components cannot be determined with the information provided.

Event description:
It was reported that patient underwent primary hip surgery on an unknown date. Revision procedure was performed on (B)(6) 2013 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.implant date - unknown. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.